Manufacturer narrative:
(B)(4): physio-control examined the customer's device but was unable to duplicate the reported issue. As a precaution, physio replaced both the system controller (sc) and user interface (ui) pcb assemblies. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would intermittently lock up with a white display. As a result, defibrillation may not be possible. There was no patient use associated with the reported event.